Event description:
Obese pt being treated for a left distal femur fracture was implanted with a 4.5 mm va-lcp curved condylar plate and screws on (B)(6) 2012. Post operatively, pt developed an infection. The pt was returned to the operating room on (B)(6) 2012 for hardware removal. Subsequent to the removal procedure, the pt was returned to the operating room on (B)(6) 2012 for amputation of her left lower extremity. This report is #11 of 14 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.